Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. A simulated ablation test was conducted with no impedance anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported high impedance and subsequent cancellation remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, impedance rises occurred and the procedure was cancelled. Impedance rose on ~25% of rf lesions within the left atrium. The catheter was removed multiple times throughout the procedure to check for char/clot, to which none was identified. The physician aborted the procedure worried about risk to the patient.